Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an adm cup inserter. A supplemental report will be submitted upon completion of the investigation.

Event description:
Adm cup inserter strike plate broke off while surgeon was hammering in cup. The cup was well fixed when the handle broke and surgeon finished off insertion with rim & final impactors.

Event description:
Adm cup inserter strike plate broke off while surgeon was hammering in cup. The cup was well fixed when the handle broke and surgeon finished off insertion with rim & final impactors.

Manufacturer narrative:
DHR indicates that devices were manufactured and accepted with no reported discrepancies. Chr indicated that there were no similar events for lot. Returned device was fractured through threaded end of rod and weld that connects rod to the anvil. Fracture of threaded holder rod occurred in intergranular fast fracture overload initiating at root diameter of first thread. Fracture surface of peripheral weld was obscured by abrasion. Fracture was consistent with application of an off axis load caused by impact to anvil. Investigation concluded the instrument fractured as a result of an off axis load caused by impaction to anvil. No material or manufacturing defects were observed.